Event description:
It was reported to boston scientific corporation in 2008, that a speedband superview super 7 band ligation device was used during endoscopic ligation of esophageal varices on the day before. According to the complainant, the bands would not release. The procedure was completed with a second speedband super view super 7 device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined.